Event description:
The clinic reported that a patient had uneventful prk in the right eye and presented at 4 days post-op with redness, discharge, discomfort and decrease in visual acuity. Patient was cultured positive for a staph infection and started on fortified vancomycin and zymar. Patient is currently being monitored by the clinic.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.